Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was not populated multiple patients from the epic, and that patient data was being entered manually. A technical support specialist verified that the information technology team successfully restored the adt interface, allowing messages to begin transmitting. This process was documented under master case 6074770. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, multiple patients were not crossing over to the station, which hindered users from accessing medication. The customer indicated that this situation resulted in a delay in medication dispensing. There were no adverse events or injuries reported based on this incident.